Event description:
Per incident report, the md reported the handpiece was sparking inside the pt. There was no evidence of harm to a pt. A new handpiece was utilized with no issues. The handpiece was sequestered with the packaging and vendor contacted. It was sequestered in a red biohazard bag and placed in the mgr's office. Unfortunately housekeeping discarded the bag despite note on the bag, not trash. FDA safety report ID# (B)(4).